Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned product, it was revealed that the guidewire was slightly bent and the ptfe (polytetrafluoroethylene) coating was peeled off on the guidewire. During the functioning test, it was found that when attached to a torque device for one to one torque the guidewire torque was not smooth due to the bend on the guidewire. Information from the complaint indicated that the guidewire was found to be in good condition after unpacking and during preparation, the device was prepared as per the dfu and continuous flush was maintained. Based on returned device analysis, the ptfe coating appeared to have been scraped off of the guidewire with the torque device collet and/or the introducer. Per the device dfu (direction for use), "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling and product damage, the cause of the ptfe peeling and guidewire kinked was determined to be failure to follow instructions. However, the cause of the guidewire torque issue could not be determined.

Event description:
During the analysis of the returned device, it was revealed that the ptfe (polytetrafluoroethylene) coating was peeled off on the guidewire. No clinical consequences reported to the patient.